Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as event onset and was treated with vancomycin injection (1 gram, every after 3 days and route was not reported) and fortum injection (1 gram, daily and route was not reported) for treatment of peritonitis. At the time of this report, the patient was recovering. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available